Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the control body (aspiration housing) was damaged, the switch condition had a hole in the button, the plug body, (probe unit) had contamination, the scope connection had water ingress, the switch function button operation was intermittent, the image condition showed error code, the down angle did not meet specification, the up/down and left/right angle had play evident, and the channel and the brush passage had blockage. It is most likely that the reported event was due to mishandling of the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, no suction occurred. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. Upon inspection and testing of the returned device, white contamination in air and water channel was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.